Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: after 30 minutes of use, it was noticed that cutting had become dull. Another device was used to complete the procedure.